Event description:
Ous MDR - after an implantation period of approximately 37 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. The event and explant dates did not make sense so they have been excluded from this report. No adverse patient events were reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. The analysis showed multiple signs of abrasion along the lead body. Especially in the distal region, near the shock electrode, the insulation was damaged due to fraying. This damage is with high probability the cause for the interference signals complained about. The observed damage manifestation speaks for an unexpectedly early wear and tear of the lead, which leads to the assumption of strong mechanical stress on the lead. Reasons for an increased stress level of the lead in the implanted state cannot be conclusively clarified. An accumulation of various influence factors should be considered. This includes a strong ingrowth behavior of the lead in the distal region and fibrosis formation at contact with the myocardium. In addition, both the individual anatomy and increased physical activity of the patient, especially concerning the upper body, play a role. During the visual inspection, a deformation was found at the fixation screw of the lead, which impacted the functionality of the fixation mechanism during the mechanical analysis. This damage is probably a result of excessive mechanical stress during the extraction. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.